Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that, during set up for an arthroscopic surgery, the middle articulating joint of the "spider 2 limb positioner" became very tight, the surgeon had difficulty in moving the patient's arm intraoperatively. The procedure was successfully completed without delay using the same faulty device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the hinge joint was stiff. The joint was disassembled. Striation markings were noted on the pressure rings. The complaint was confirmed and the root cause has been associated with damaged pressure rings. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.